Event description:
The hospital experienced a ventilator problem related to an air gas module malfunction. Failing flow transducer test in pre-use check. There was no patient injury.

Manufacturer narrative:
This complaint is a result of service report screening. Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.